Event description:
It was reported that patient underwent partial knee arthroplasty utilizing signature knee guides on (B)(6) 2012. During the procedure; the guides did not fit the patient's right bone due to an apparent defect on the femur and tibia bones. The guides did not fit the left bone due to cysts on both the femur and tibia. The surgeon implanted total knees in the patient instead without a significant delay to the procedure. There was no injury to the patient as a result.

Manufacturer narrative:
Supplier's evaluation of event was limited to review of planning and procedures. Guides were manufactured according to plan and met specification. No malfunction of the guide was reported. Materialise responsibility lies within providing assistance to optimize the planning for the procedure chosen by the surgeon. Diagnostic decisions are to be taken by the surgeon. Supplier confirmed that surgeon approved plan that was used to manufacture the guides. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02680-1 / 02681-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02680 / 02681).